Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that short circuit sound is heard from the device. It was also reported that the battery runs out quickly. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and dc power sources, but ac power was intermittent. The battery was capable of taking and holding a charge. The low battery alarm activated after removing ac power. All led segments flickered and the system appeared to power down randomly. The system board was replaced and the unit functioned as designed. (B)(6).